Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received emergency medical assistance due to high blood glucose on august 11, 2018 with blood glucose of 389 mg/dl at the time of the incident. The customer was at 550 mg/dl at the time of the call. The customer was given a bolus to treat. The customer did not experience any symptoms of high blood glucose. The customer was wearing the insulin pump during the incident. The customer also reported experiencing low blood glucose of 56 mg/dl, treated with 30 grams of carbohydrates. Troubleshooting was not completed at the time of the call. The insulin pump will not be returned for analysis.